Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. The patient underwent an pg explant procedure. The explanted ipg was kept at facility due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.